Event description:
During a renal cryoablation procedure, the isolation of the needle was damaged. The skin was flushed with saline to prevent skin burn. Isolation of needle wasn't functional.

Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as one of the three needles returned failed investigative testing. The other 2 returned needles passed all investigation tests. The ice ball size is within the specification which was not compromised due to thermal insulation loss. No relation was found between needle assembly processes and the vacuum loss phenomena. The procedure was completed with no injury to the patient as the physician applied warm saline to the patient's skin.

Event description:
During a renal cryoablation procedure, the isolation of the needle was damaged. The skin was flushed with saline to prevent skin burn. Isolation of needle wasn't functional.